Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the patient had been placed back on bypass during coronary artery bypass graft (CABG) due to sudden change in cardiac status. Shortly after bypass initiated, air was noted in the arterial circulation of the pump circuit. Source of air unknown. Bypass was stopped an protocols followed in an effort to evacuate air. Bypass was then re-initiated and procedures continued with patient successfully taken of bypass. Post-op, patient was unable to respond to commands and has no purposeful movement at this time. The device was not changed out. The surgical procedure was completed successfully. There was no delays or no blood loss.

Manufacturer narrative:
Multiple attempts have been made to reach out to the risk manager of the user facility, that had sent the medwatch report to the FDA. Manufacturer's clinical support called the risk manager on numerous occasions. The risk manager returned the call late afternoon of (B)(4), 2014 and informed clinical support that she would not provide any details of the vents of the procedure on (B)(4), 2014. The risk manager informed me that all questions and discussion should be directed to their outside legal counsel for the hospital. Receive a return call from the user facility's legal counsel on (B)(4), 2014. Legal counsel stated the patient was discharged from the hospital and now at a long term care facility. She stated the hospital is continuing root cause analysis of the vents and that the system-1 and terumo perfusion circuit has been sequestered and continues to be sequestered. Clinical support placed a call to the user facility's legal counsel on (B)(4), 2014 to request further information regarding the clinical events and device behaviour during this procedure. As of (B)(4), 2014, they have not returned my call and has not provided additional information. Diligence attempts were unsuccessful. This complaint is related to MDR #1124841-2014-00056 (perfusion disposable pack).